Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There was no damage noted to the balloon catheter. There were two small balls of blue fibers returned on a piece of gauze. The fiber balls were about 1.5 square millimeters. The chemical analysis report revealed that the blue fiber-like contaminant remains as an unknown but shares peaks in common with types of cellulose fibers. Possible sources for cellulose fibers include, but are not limited to, different types of cleaning paper or wipes. All products are inspected for contamination throughout the manufacturing process, including the point where the protective sheath is placed over the balloon. In this case, as there was no contamination noted on the catheter during the inspection prior to use, it is likely the catheter came in contact with the wipes or some type of cloth during or after the procedure. All dilatation catheters are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported foreign material appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it was reported that a voyager nc was used in the procedure and not a trek.

Event description:
It was reported that the trek was successfully used twice in order to treat a calcified left anterior descending artery. Stenting was performed and the intervention went well. However, after use, blue metallic particles were noted on the gloves of the physician. No blue particles were observed in the patient's anatomy. There was no clinically significant delay in the procedure. There was no patient injury. No additional information was provided.